Manufacturer narrative:
(B)(4). Other: hc adverse incident report reference no (B)(4); submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the patient began experiencing excruciating pain in her right hip. She has also experienced pain in her right leg, right knee, lower back kidneys, and a stabbing pain in her stomach like a tightness in the right ovary. Her legs feel numb after being stretched and the patient often shakes them to get rid of numbness sensation. In addition, the patient has difficulty walking, running out of the car or sitting for a long time like at a cinema or at mass, having a car trip of more than 40 minutes, finding a comfortable position to have sexual intercourse, getting off a staircase, and sleeping (patient must have pillows between the knees). She also has experienced difficulty emptying her bladder, and urinary tract infections. She has to get up at least four times a week to urinate. She also has constipation. Subsequently, the patient had to stop working several times and take several kinds of medicines, antidepressants, painkillers, and anti-inflammatories. She had physiotherapy, osteopathy, chiropractic and acupuncture. It was better once but it was worse at other times. Reportedly, the patient underwent several kinds of exams.